Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the device burred through the guide catheter. The ostial lesion was located in the coronary artery. A 1.50mm rotapro was selected for use. During the procedure, the physician advanced the burr to the lesion and had difficulty with the guide. After completing the run, the physician noticed the burr had burred through the non-boston scientific 6f guide catheter. The device was removed by dynaglide and the physician had to give a little tug to come back through the guide. Upon removal of the guide outside the body, there was definite modification to the tip of the guide. Furthermore, no foreign body was noted to be left behind. The procedure was completed with the original device. No patient complications reported.